Event description:
It was reported by the customer that he believed the insulin pump was not functioning properly due to high blood glucose level of 300 mg/dl. During troubleshooting, customer was assisted with priming device and confirmed that insulin exited the infusion set. Advised customer device is functioning properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.